Event description:
It was reported patient underwent a right total elbow arthroplasty on an unknown date. Subsequently, patient was revised in (B)(6) 2015 due to infection implanting antibiotic beads. Patient was reimplanted on (B)(6) 2015. Patient underwent a further revision procedure on (B)(6) 2015 due to infection. The humeral bearing and condyles were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "early or late postoperative infection and/or allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02034 / 02035).